Event description:
Litigation alleges the patient suffers from pain, grinding/snapping noise, difficulty ambulating, and a metallic taste in his mouth due to the extremely high levels of chromium and cobalt. Update (B)(4) 2015- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, leg length discrepancy, metallosis of the stem/sleeve. Possible infection was mention, but never confirmed. No labs were provided for the alleged high metal ions. Part/lot is being added for the liner, head, and stem. The sleeve is being added for the metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).